Event description:
Reference number (B)(4) event occurred in egypt. It was reported that patient faced tape not sticking event on (B)(6) 2026 due to which patient faced hyperglycemia event.the blood glucose was 275 mg/dl and got treated with insulin pump.the blood glucose was high for 4 hours. No further information available.